Event description:
A (B)(6) male child fell at home playing on a slip-and-slide resulting in laceration to his scalp. Then the child was brought to a clinic and it was discussed with both the mother and patient that the wound would require only one staple, and local anesthesia was decided against. After one staple was placed, the patient continued to cry and complain of pain at the site. While evaluating the site of the staple it was noted that the staple was found to be bent and curved, pinching the skin tighter than necessary. Viscous lidocaine was applied to gauze and placed at the site and patient was injected with a small amount of 1% lidocaine for local anesthesia due to obvious discomfort of the patient, with continued crying. The clinic tried to remove the staple with a staple gun but the staple was bent in a manner that this was difficult. After the second attempt, the staple was removed and a new staple was placed (using a different stapler with the same lot number). This staple was placed properly and patient agreed the site felt better and less painful than it had previously. On another occasion, the staple curved in on itself, pinching the skin so tightly the male child patient would not stop crying afterwards. When the patient expressed he was still in pain, it was realized that something was not right and on evaluation noticed the staple curving in so far that it was coming out the other side of the patient's skin. The area of the patient needed to be anesthetized to remove the staple which was hard to do with the shape of the staple, also causing great deal of distress on the patient, then a new one was placed. This report was initially reported under user facility report number: (B)(4).